Event description:
It was reported that the patient died. In (B)(6) 2023, the patient presented with stable angina. The target lesion was located in the middle right coronary artery (rca) with 90% stenosis and was 25 mm long, with a reference vessel diameter of 4.00 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 4.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2025, the patient was hospitalized due to unknown cause. At the time of event, the patient was on aspirin. The patient was discharged from the hospital. On (B)(6) 2025, the patient died. Medication was taken to treat the event. The cause of death is unknown, and it is unknown if an autopsy was performed or not.

Event description:
It was reported that the patient died. In (B)(6) 2023, the patient presented with stable angina. The target lesion was located in the middle right coronary artery (rca) with 90% stenosis and was 25 mm long, with a reference vessel diameter of 4.00 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 4.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2025, the patient was hospitalized due to unknown cause. At the time of event, the patient was on aspirin. The patient was discharged from the hospital. On (B)(6) 2025, the patient died. Medication was taken to treat the event. The cause of death is unknown, and it is unknown if an autopsy was performed or not.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis since it was implanted; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the events are defined in the risk documentation. This event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. This code is based on the reported patient death which is listed in the products family IFU as a known adverse event associated with device use. No device was received for analysis. The stent was implanted in (B)(6) 2023. In (B)(6) 2025, the patient was hospitalized due to unknown cause. At the time of event, the patient was on aspirin. The patient was discharged from the hospital. On (B)(6) 2025, the patient died. The complaint did not report any device malfunction which could potentially have contributed to the patient death.